Event description:
The pt was implanted with a heartmate ii left ventricular assist device (lvad). Approx 13 months post-implant, pump thrombosis was suspected due to hemolysis parameters and the results of a ramp test conducted. Subsequently, a decision was made to exchange the pump.

Manufacturer narrative:
The MFR is attempting to acquire the explanted pump for analysis. The pt remains on lvad support with the replacement pump. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.